Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during device evaluation. The latch roller was found to be damaged. The latch roller was replaced to resolve the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump with an air alarm. It is unknown at which process step and in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.